Event description:
During a follow-up in-clinic, episodes of noise were observed on the right atrial (ra) lead. Ra lead damage was alleged but was not confirmed. Technical support was contacted and recommended reprogramming to resolve the event. Provocative testing was performed, and the lead noise was not reproduced. Reprogramming has been performed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: b5.

Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Ra lead damage was alleged but was not confirmed. Provocative testing was performed, and the lead noise was not reproduced. Reprogramming has been performed to resolve the event. The patient was stable and will continue to be monitored.